Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing difficulty breathing/shortness of breath while using the device. Patient also alleged the device has a service required message and is making a loud noise. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient is experiencing difficulty breathing/shortness of breath while using the device. Patient also alleged the device has a service required message and is making a loud noise. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown contamination on the top enclosure. A hair-like particle was observed on the front panel, bottom enclosure. Manufacturer observed an unknown dust like contamination on inlet of blower box, top enclosure, front panel, blower box, iso port, bottom enclosure, blower and blower seal. What appeared to be liquid ingress with an unknown white dust contamination consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet and the blower seal. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.